Manufacturer narrative:
This report is submitted on october 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. There are plans to explant the device and reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Additional information: it has since been reported that the device was explanted on (B)(6) 2018. This report is filed on january 17, 2019.